Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed manifold test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine start up check, the cardiosave intra-aortic balloon pump (iabp) unit failed manifold test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and performed visual inspection and everything looks normal. Then the fse dismantled the system and refitted valve miniature 3 way 24 volts, pressure transducer and drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.